Manufacturer narrative:
A ge service rep performed an onsite investigation. The transformer voltage was adjusted, the hard drive was reformatted and the system software was reloaded. The system was then found to be operating as intended.

Event description:
The customer reported that the system would not boot up. There is no report of pt injury.